Event description:
Noise on near field channel caused device to shock patient. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was explanted on (B)(6) 2023. Additional complaint of suspected fracture was received. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted on (B)(6) 2023. Additional complaint of suspected fracture was received. Upon receipt, the lead under complaint was found cut 56 cm proximal to the lead tip. Only the distal lead fragment with an inserted locking stylet was returned and subjected to an extensive analysis. In the course of the analysis calcified tissue was found on the lead body around 12 cm proximal to the lead tip as well as 23 cm proximal to the lead tip. Furthermore the lead fragment showed multiple signs of wear. In particular 8 cm and 9.5 cm proximal to the lead tip the insulation was found rubbed through. The damaged insulation can be considered the root cause for the reported oversensing with shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The observed calcified tissue indicate increased ingrowth which might have had impact on the maneuverability of the lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.